Manufacturer narrative:
A visual evaluation of the returned device revealed that the suture was detached/separated from the distal end of push catheter and was not returned for evaluation. The suture hole was slightly torn. The working length of the push catheter was kinked. The guide catheter was stretched near the proximal end, but was not broken and was found inside the push catheter. The tip of the guide catheter was found jagged/torn. During the evaluation, the guide catheter was removed from the push catheter by retracting from the proximal end. The distal end of the guide catheter was kinked/bent (suture impression). The stent was not returned for evaluation. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, resistance was met as the guide catheter was retracted for stent deployment. The guide catheter stretched, broke, and the stent was unable to be deployed. The procedure was successfully completed with another flexima biliary stent system. There were no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly (B)(6). (B)(4) relates to (B)(4) for the issue of guide catheter broken. The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, resistance was met as the guide catheter was retracted for stent deployment. The guide catheter stretched, broke, and the stent was unable to be deployed. The procedure was successfully completed with another flexima biliary stent system. There were no reported patient complications. The patient was reported to be in good condition after the procedure.